Event description:
It was reported that the device experienced a power on reset (por) due to an unknown reason. The device battery was close to elective replacement indicator (eri), therefore the physician elected to explant and replaced the device successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. The analyst noted that a power on reset (por) occurred on (B)(6) 2014 for write to locked ram.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated a memory error for a ram (random access memory) integrated circuit.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).